Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that shortly after implant, there was a discharge from the pocket and the patient was treated with antibiotics. Despite treatment, it progressed to device erosion. The device and lead were extracted. The procedure was complicated by cardiac perforation and tamponade requiring emergent pericardiocentesis. Pericardial effusion was noted. After intervention, the pocket and wound edges were debrided of all visibly infected and necrotic material. There was no further accumulation of fluid and the patient reportedly did well, completed a course of antibiotics as an outpatient while wearing a vest, and a new system was then implanted. No further patient complications were reported as a result of this event.